Event description:
It was reported that the patient has been syncopal, despite the device having the rate drop response enabled. The device pacing mode, lower rate and rate drop response settings were reprogrammed, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.